Event description:
It was reported that the patient had an episode of asystole due to no capture of the right ventricular (rv) lead. The rv lead appeared to have a fracture with high impedance and noise. A lead revision was planned to replace the rv lead. It was also reported that the right atrial (ra) lead showed far field r wave oversensing and unstable impedance on the stored electrogram. The ra lead was reprogrammed and remains in use. The left ventricular (lv) lead showed a slight decrease in impedance on the trend data. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. It was also noted that the atrial pace impedance was undefined on varying dates between (B)(4) 2013 and (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947 implantable tachy lead 2009 (B)(6); 4194 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.